Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2009; 1103 hvad pump, implanted on (B)(6) 2017, 1600us hvad accessory, implanted on (B)(6) 2017, 1318 hvad surgical tools, implanted on (B)(6) 2017, 1425us hvad accessory x2, implanted on (B)(6) 2017, 1440 hvad accessory, implanted on (B)(6) 2017, 1475-hvad accessory, implanted on (B)(6) 2017, 1125 hvad outflow graft, implanted on (B)(6) 2017, 100us hvad drive line, implanted on (B)(6) 2017, and 1403us hvad controller x 2, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock from their implantable cardioverter defibrillator (ICD) for atrial arrhythmia with rapid ventricular response. It was noted that the patient was in heart failure. The ICD remains in use. No further patient complications have been reported as a result of this event.